Event description:
It was reported that the ilet user was unsure whether a meal announcement had been made, and support reviewed the device history with the user and confirmed no meal announcement occurred. Because more than 15 minutes had elapsed since the meal, the user was advised to skip the meal announcement, and the user¿s blood glucose at that time was 108 mg/dl. No reported adverse clinical effects. Outcomes included no alerts, alarms, medical intervention, or hospitalization. Investigation included user education on locating past meal announcements and guidance on appropriate use when a meal announcement is missed. Investigation of this case revealed no device malfunction and indicated user operation consistent with a missed meal announcement without clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational oversight without device failure.